Manufacturer narrative:
The lens was not returned. The file indicated that the lens was inserted into the eye. Only the used device was returned inside the opened carton. The lens was not returned. The plunger lock and lens stop have been removed. Viscoelastic was observed in the device. The plunger was advanced to the far end of the nozzle. The tip has stress lines and the anterior of the tip was bent backward. The plunger was removed and evaluated. There was no damage or abnormalities observed to the plunger. The plunger was reinserted into the device with no difficulties. The nozzle was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause could not be determined for the event. The product was not returned in the condition that would allow a confirmation of "lens got stuck in the plunger". The lens was not returned. Only the used device was returned. A qualified viscoelastic was indicated. Lens may become stuck in the device: if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to become ¿stuck¿ in the device due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (greater than 23°c/73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implantation the lens was stuck in the piston and in order to insert it into the patient's eye, the surgeon had to hold it using the cannula. There was no reported patient harm.